Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 450 mg/dl which was treated with manual injections. The customer also had vomiting due to high reading. It was reported that they received no delivery alarms and the motor of insulin pump made strange noise. During troubleshooting for audio anomaly, the insulin pump passed displacement test and no sound was noticed. The insulin pump will be returned for analysis.

Manufacturer narrative:
On nov 11 ,2021 the customer returned pump for an alleged unexplained no delivery alarms and is also concerned because pump motor as been making strange noise. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. A33 confirmed was shown on down load report was on 01/07/22 19:45:38 alarm #4 - alrm_counts_exceeded - excessive pump counts. The following were noted during visual inspection: the following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Device passed require testing. No excessive no delivery/occlusion alarm noted. No unexpected motor noise anomalies noted. The motor was tested outside of the device and passed. (Not confirmed). This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.